Event description:
Patient received first tmj on an unknown date. The implant was removed on an unknown date and another put in and later that implant was removed. The patient experienced pain throughout the body, especially in the arms and began to be forgetful, experienced fatigue and was unable to tolerate the sun. Patient also experienced jaw dysfunction such as locking up. The patient passed away and the death certificate stated the cause of death was due to gastrointestinal bleeding, toxic effects of tmj/jaw implants and temporomandibular joint syndrome.